Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 234 mg/dl while managing a urinary tract infection and asked about meal announcements; the user was advised to announce the meal at the start of eating after confirming no issues with insulin delivery. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and resolution through troubleshooting and education. Investigation included customer interview and use guidance review. Investigation of this case revealed no device malfunction or component issue and that the event was associated with illness, with insulin delivery functioning as expected. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.